Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called in to report they have a (B)(6) year old patient with ida, cirrhosis, and constipation without prior surgeries. Patient also has a history of bowel obstructions, abdominal radiation, crohn's disease and other risk factors for intestinal strictures. A small bowel study was performed and the capsule did not pass correctly; it confirmed for several months. The patient does not report any symptoms and the customer reports they are not concerned about retention. An x-ray has been scheduled to determine location of the capsule. The clinic was interested in options to remove the capsule from the patient. An x-ray was performed and the capsule removal was scheduled for a specific month. The capsule was removed successfully and was stuck in the stomach due to abnormal area likely a scar from a prior ulcer.